Event description:
It was reported that the reverse pedal was stuck causing continually run. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. Product evaluation was performed and noted the reverse pedal¿s spring failed to recoil. The reverse pedal did not function. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.